Manufacturer narrative:
(B)(4). Additional information was received that the device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description guidant received information from the patient that this pacemaker had been programmed to an incorrect lower rate limit (lrl). The patient had his device checked in the office and the local representative inadvertently reprogrammed the lrl to 60ppm in stead of 70ppm. The patient checked his pulse the next morning and noted that it was below 70 ppm and he became frightened that it was going to go lower. He telephoned technical services department and was advised there was nothing they could do for him. The patient was unhappy that the technical services consultant did not offer to get in touch with the local representative. He is calling now to prevent another patient from experiencing the same frustration he had this weekend.

Event description:
--